Event description:
It was reported that there were concerns regarding a premature battery depletion. Furthermore, there were differing longevity estimates. Data analysis confirmed the battery depleting more than expected. A boston scientific technical services (ts) consultant recommended that the device be replaced. The device was explanted and replaced. No adverse patient effects were reported.